Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device spontaneously failed and displayed "device failure (6)". The event logs and equipment history where downloaded and exported to draeger medical for investigation. The equipment has been removed from service until the investigation is complete. No patient consequences reported.

Manufacturer narrative:
The device was checked on site and the log file was analyzed. It could be confirmed by the logged entries that the device had alarmed for a device failure several times on the reported date of event. Due to this failure, ventilation was no longer possible which was alarmed by the device acoustically and optically. The safety valve was opened in order to allow spontaneous breathing of the patient. In case of a device failure the IFU describes: "if a fault is detected in the medical device, its life-support functions may no longer be assured. Ventilation of a patient using an independent ventilation device must be started without delay, if necessary with peep and/or an increased inspiratory o2 concentration (e.g., with a manual resuscitator)." The field service engineer on site had checked the device and replaced the pcb gas mixture and dosage, which corrected the issue. The device was found working well after the replacement. However, a later component test of the affected pcb at the manufacturer did not show any malfunction. Therefore it could not be finally assessed what had caused the device failure. A temporary deviation which was corrected by the replacement of the pcb gas mixture and dosage is most likely root cause. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.